Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with mild tortuosity and mild calcification. Following pre-dilatation with a 2.50 x 15 mm nc trek balloon dilatation catheter (bdc), a 2.50 x 33 xience xpedition stent delivery system (sds) was advanced but could not cross the lesion smoothly due to the anatomy. Further dilatation of the lesion was performed with a 3.00 x 15 mm nc trek rx bdc; however, resistance with the anatomy on advancement and removal of the bdc was met. The procedure was successfully completed with a 2.50 x 23 mm xience xpedition. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Adverse event, outcomes: attributed to adverse event; type of reportable event. Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. The reported resistance met during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on removal of the 3.00 x 15 mm nc trek rx balloon dilatation catheter (bdc) against resistance from the anatomy, a shaft separation occurred. A snare was used to retrieve the distal part of the bdc. There was no reported adverse patient effects as a result of the use of the snare. No additional information was provided.